Manufacturer narrative:
Common name & product code: unavailable as the device lot number, rpn, and gpn are unknown. PMA/510(k) number: unavailable as the device lot number, rpn, and gpn are unknown. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available.

Event description:
It was reported, the cook balloon catheter (product and lot numbers were not known), was splintered. This was visualized prior to use; therefore, there was no patient contact. Instead, a competitor's balloon was used to successfully complete the tibial artery percutaneous transluminal angioplasty procedure. According to the complainant, there was no patient adverse effect due to this occurrence.

Manufacturer narrative:
Corrections: d10: initially it was inadvertently reported that the device was to be returned for evaluation. This has been updated to 'no'. H3 &h3b: initially it was inadvertently reported that the device evaluation was anticipated but no yet begun. This has been updated to 'device not returned to manufacturer'. Investigation evaluation: a review of the complaint history, manufacturing instructions, instructions for use (IFU), specifications, and quality control was conducted during the investigation. The complaint device was not returned; therefore, no physical examinations could be performed; however, a document based investigation evaluation was performed. The lot number of the device is not known; accordingly, a review of the device history record could not be conducted. The review of the manufacturing instructions revealed coating lifting or separating from the device must be identified as a nonconformance. Based on the information provided, no product returned and the results of our investigation, the device failure has been determined to be manufacturing related. We will continue to monitor for similar complaints. Measures are being conducted to address this failure mode. Per the risk assessment no further action is required. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.